Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 2/6/2007 the lay user/pt contacted lifescan (affiliate) alleging a power issue (unit powers off during use) with her one touch ultra and claimed that there was no trauma to the meter. The customer care advocate (cca) verified that the meter turned off before the auto shutoff. The pt reportedly resealed the battery but it is unk if it resolved the power issue. At 3 am, the pt had blurred vision and went to the hosp. The dr administered 2 shots of insulin (unk type). The pt reportedly did not administer any self-treatment on this date. The cca noted that the pt did not test on her meter before, during, and/or after experiencing her symptoms; however, it is unk when she last attempted to test on her meter, and how long she was unable to test on her meter. The pt tests 3 times per day and takes pills for diabetes. It would be helpful to know the following: how long the pt was unable to test and if the power issue began prior to date, when she obtained her last successful meter reading, when her symptoms started with relation to the power issue, if she had a backup meter, if she took her diabetes medications as prescribed at the time of concern, and why she is contacting lifescan a few months after the hosp visit. It would also be helpful to know what her blood glucose levels were when she got to the hosp. It is also unk if the power issue started before or after she developed the blurred vision. However, based on the provided info, this complaint is being reported because the pt reported developing symptoms and being treated for hyperglycemia and alleges that the meter had a power issue. It is unk if the meter issue was related to the alleged injury. The meter was replaced.